Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 346 mg/dl and 118 mg/dl, 274 mg/dl and 103 mg/dl. Sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. A 2.5x16mm taxus liberte' stent was prepped in the normal fashion. During insertion of the device a kink was noted in the mid shaft and straightened. When the device was advancing through the toughy outside the patient, the shaft fractured at the location of the kink. The procedure was completed with another taxus liberte' stent. No patient complications were reported. Patient status is listed as fine.